Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer is having issues with battery and customer experienced high blood glucose. They stated customer received a battery out limit, the pump went blank. The customer was advised to insert a new battery and display returned. The customer's blood glucose ranged between 219mg/dl-446mg/dl, treated with bolus. The customer's parents declined troubleshooting. They were advised to monitor the blood glucose and batter cap will be replaced as a courtesy.